Manufacturer narrative:
No devices were returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart was intermittently re-establishing communication with the pcoip. It was later noted by the representative that the issue has been resolved. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that monitor shutting down intermittently. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that ac address: d8:9e:f3:de:b7:e8 pcoip client was tested and logs indicated software reboot at 44 min 1 sec, 2 min 26 sec, 17 sec, 16 sec, and 5 min 24 sec and a defective pcba. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.